Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. After one day on support, a placement signal not reliable (psnr) alarm occurred. Pump remained implanted. Pump was returned. Data logs were not recovered. Returned pump was unable to reproduce psnr alarm, showed nominal 5s parameters, passed laser continuity test, passed electrical resistance testing, and showed no visual damage. The cause of the optical signal issue was not determined since issue could not be recreated during investigation and data logs from the field were not recovered. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported the patient was on impella cp support. While on support, a yellow alarm "placement signal not reliable" occurred. At the same time, the position waveform disappeared. Since the motor waveform was still there, it was determined that there was no problem with the drive and pump remained in place. The patient eventually expired while on support.

Manufacturer narrative:
B2: added patient date of death. H6: corrected the health effect clinical and effect code.db6: corrected the explant date.